Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose was unknown mg/dl. The customer's husband stated they are unable to install the battery cap on their pump. The customer was advised that we are sending battery cap replacement. The customer's husband reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer reported that she experiencing symptoms of nausea and vomiting. The customer's husband stated that he wants to keep an eye on patient to ensure her blood glucose to get better. The customer's husband declined to continue troubleshooting due to wanting to make sure that customer blood glucose would stabilized first. The customer's husband was able to treat customer blood glucose with 40 units using a syringe.